Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10855. It was reported that vessel perforation and stent foreshortening occurred. The patient presented with single vessel coronary artery disease. Vascular access was obtained via the femoral artery. The 20x3mm non-totally occluded target lesion was located in a mildly tortuous, non-calcified, left anterior descending (lad) artery. After the left main vessel was cannulated with a 6f 3.0 non-bsc guide catheter, two 0.014 non-bsc guide wires were used, one in the lad lesion and one in the first diagonal. Following predilation with a 2.0x12mm balloon catheter, a 3.75x32mm promus element¿ plus stent was deployed in the mid lad and a 3.00x20mm promus element¿ plus stent was deployed in the proximal lad. Post dilation was performed using 3.0x12 and 2.75x8mm balloon catheters. No significant resistance was encountered and there was no significant bend involved in the lesion. Perforation of the distal stent segment was noted and a balloon was kept inflated for 5-7 minutes. The perforation persisted so a 3.5x16mm non-bsc stent was deployed at 12 atmospheres resulting in 100% sealing of the perforation. Longitudinal shortening of the 3.00x20mm promus element¿ plus stent was seen and treated with deployment of a 3.0x18mm non-bsc stent via the proximal stent followed by post dilation. The procedure was completed. No further patient complications were reported and the patient's status was stable.